Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter for investigation along with miscellaneous extension tubing and a winged catheter holder. Through the visual observation of the unit, the adapter was found to be broken in half just below the push tab. Based on location and shape of the crack, it most likely originated during manufacturing process due to misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in hub broke off. The following information was provided by the initial reporter: material no.: 381434 batch no.: unknown. It was reported that IV hub broke off.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in hub broke off. The following information was provided by the initial reporter: material no.: 381434 batch no.: unknown. It was reported that IV hub broke off.